Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after port placement bleed back into the winged infusion set was noticed. The next day the backflow of blood was noticed again. The patient was able to complete the infusion and the port was flushed. No injury reported.